Event description:
It was reported that 2 years and 9 months post the index procedure the patient died due to a pulmonary embolism. The investigator has indicated that the relationship between the event and the study device is remote.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 15mm, diameter 3.0mm was used to treat a lesion which exhibited 80% stenosis and mild calcification in a pt's mildly tortuous mid rca. During a staged procedure, one endeavor sprint rx drug-eluting stent was implanted at the proximal lad (ref MFR report # 2953200-2010-00401) and one endeavor sprint rx drug-eluting stent was implanted at the distal rca (ref MFR report # 2953200-2010-00403). At one month follow up, pt was asymptomatic / free of symptoms. Approx 5 months following index procedure, pt suffered a stroke. Investigator assessed the event as an ischemic stroke. Pt had slurred speech and ataxia. MRI showed ischemic stroke. Investigator indicated that there was no relationship to the study device. Pt was hospitalized for 6 days. Pt is continuing with treatment. At 6 month follow up, pt was asymptomatic / free of symptoms.

Manufacturer narrative:
(B) (4). Evaluation results: cva/stroke.

Manufacturer narrative:
(B)(4).

Event description:
Date of stroke has changed to one day prior to the previously reported date. Patient was treated with medication following the stroke event. Investigator indicated that the event was possibly related to the study device. Outcome of the event was permanent impairment.